Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increased impedance measurement at the time of an accident where the patient was crushed beneath farming equipment. The lead was surgically abandoned and replaced. No visible lead damage was noted at the time of revision. No additional adverse patient effects were reported.